Event description:
It was reported that during a da vinci si surgical procedure, the surgeon encountered a recoverable fault (error code 32003) while using the vessel sealer instrument. An error 32001 indicates that the vessel seal instrument cutting blade cannot be retracted and may be exposed. Refer to MDR 2955842-2013-02866 for submission of the reported event.

Manufacturer narrative:
The vessel sealer instrument involved with MDR 2955842-2013-02866 was returned to intuitive surgical inc. (Isi) and evaluated. Engineering was unable to install the instrument through an 8mm cannula based on the condition the device was received. Engineering evaluated the instrument by installing the device in a larger diameter stapler cannula. The instrument blade was not found to be dislodged. Engineering indicated that the instrument was able to cut and seal properly. However, according to engineering, bio-debris was found in both blade tracks. Engineering indicated that excessive bio-debris in the blade tracks might have contributed to blade jams. Engineering found the instrument's pitch/yaw wrist disc dislodged from the middle wrist disc. The range of motion of the instrument was limited due to the dislodgement. Engineering concluded that the dislodgement was likely due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. Based on the information provided, this complaint is being reported due to the following conclusion: unrelated to the initial complaint reported by the site, the failure analysis of the instrument revealed that a disc was found to be dislodged. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.